Event description:
It was reported that the patient fell and hurt her back 4 weeks prior to the report. The patient¿s therapy worked really well before she fell, but since the fall, she had pain in her back. The patient felt stimulation in her legs but she was still in pain. The patient normally felt the stimulation in her legs. The patient turned up and it did not take care of the pain. The patient had received an epidural and planned to have another one on (B)(6) 2013. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient did not have any concerns with her device or therapy and that her concerns had been resolved during a scheduled appointment on 2013-(B)(6).